Manufacturer narrative:
At the time of this report the device has not been returned to verathon for evaluation, however the return of the device is anticipated. Verathon continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
The customer reported that during an emergency care procedure, using a glidescope avl video monitor, the image would disappear. The end user was able to complete the procedure using the monitor. No harm to the patient or user was reported.